Event description:
It was initially reported that allegedly a side rail attachment pin had broken resulting in the resident falling and fracturing his shoulder. A technician was sent to the facility and found that the pin had not broken but it was loose. The technician tightened the pin and put the rail back into service. The attachment pins are assembled onto the side rails by the customer.

Manufacturer narrative:
Product was inspected by a technician from the distributor/rental agency, (B)(4). (B)(4) sent a copy of the side rail service manual to all facilities highlighting the instructions to tighten the attachment pins with a 1/2 or adjustable wrench. (B)(4) sent technicians to all facilities to inspect attachment pins for proper installation and to tighten any loose pins.